Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unknown issue (may be related to inaccuracy or charge but reporter declined to provide further detail). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.